Event description:
Retained suture, perineum. 3-0 chromic gut sutures used for episiotomy after delivery on 8/10/95. Sutures should have absorbed but did not. On 1/12/96, retained sutures and scar tissue removed surgically and sent for pathology exam.